Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 39 mg/dl with difficulty speaking, confusion, and cognitive impairment. It was reported that the patient was hospitalized and treated with intravenous fluids, intravenous glucose, and other unspecified treatment. It was reported that the pump's settings were not recently changed and the patient resumed pump therapy. The reporter noted the patient dosed with long-lasting insulin while on pump therapy. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to use error.